Event description:
According to the reporter: patient is fine. No injury reported.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: at the end of the procedure, the physician noticed a piece of blue part fell inside the cavity (on the digestive tract). The piece was removed from the cavity. The seal of the trocar was checked and noticed that the seal was damaged. No patient harm. Sonosurge was used during the procedure.. Operating time not extended. No tissue damage. Pieces fell into the cavity and could be retrieved. No bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).